Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by hospital.

Event description:
It was reported that the tip of the jamshidi needle (ie. The confidence introducer needle) broke off in the patient's pedicle. The broken tip was not retrieved. .